Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), explanted: 2012 (B)(6).

Manufacturer narrative:
Analysis of the catheter revealed no significant anomaly.

Event description:
Additional information received reported that there was a full explant of existing catheter with replacement. The catheter revision took place on (B)(6) 2012, and patients status and outcome were not reported. Additional information had been requested, however was not yet available at the time of the report.

Manufacturer narrative:
Product ID, 8709sc lot# serial# (B)(4), implanted: 2011 (B)(6), explanted: product typ catheter. (B)(4).

Event description:
Additional information reported that during a flow study on (B)(6) 2012, the physician was unable to aspirate the catheter and assumed that the catheter was not intact. For this reason, the patient was referred to a surgeon for a catheter replacement which was scheduled for (B)(6) 2012. It was reported that the patient had not experienced any symptoms of withdrawal, but instead had never received much benefit from the therapy since the implant. As a result the physician scheduled the dye study to confirm catheter patency.

Event description:
The catheter exchange occurred secondary to loss of therapeutic effect. The patient followed up with hcp on (B)(6). The incision appeared to be healing well with no signs of infection. The patient displayed increased rom and had increased pain relief post catheter revision. Patient outcome reported as no injury/recovered without sequelae. Patient stated "he was happy with his current dose of intrathecal baclofen".

Event description:
It was reported that the patient experienced a change in therapy. During a previous monday or tuesday night in (B)(6) 2011 he felt his legs go stiff. He was later found on the floor, drooling and unresponsive, and was taken by ambulance to the hospital. He could not remember the last 3 days. The healthcare providers felt he had an incorrect dosage of baclofen. The patient's regular pump physician was located too far away from him and he was a seeking a closer physician. Further information was being requested at this time. It was later reported that the patient was still having concerns regarding their device/therapy. An appointment was scheduled for further management.